Manufacturer narrative:
Per the tandem user guide: do not start to use your pump before consulting with your healthcare provider to determine which features are most appropriate or you. Only your healthcare provider can determine and help you adjust your basal rate(s), carb ratio(s), correction factor(s), target bg, and duration of insulin action. In addition, only your healthcare provider can determine your cgm settings and how you should use your sensor trend information to help you manage your diabetes. Incorrect settings can result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 40 mg/dl. Reportedly, customer's pump settings were incorrect, as customer did not discuss with healthcare provider before updating settings. Bg was treated with intravenous fluids. Reportedly, customer left the ER a few hours later with customer in stable condition (bg 200 mg/dl).